Event description:
It was reported that an asymptomatic patient presented with post sensed t-wave oversensing on the ventricular lead resulting in inappropriate trigger of an svt episode. The ICD was reprogrammed. Patients status is satisfactory condition.